Event description:
It was reported that the pump stopped fill tubing at 9.8 units during the load process. Reportedly, the customer had filled with air and shortly after filled the cartridge with insulin. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.